Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another ICD. Upon receipt, initial analysis identified a product performance issue. There was a previous report that the patient heard beeping tones.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions. As received, device was found programmed to beep when declaring elective replacement indicator (eri). Therefore, the tone that was observed by the patient could be the normal warning tone that the device might have produced when it was declaring eri.